Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fse) found evidence of burnt connections on the carrier pick board, picker cable, and sick sensor on the alinity ci series system control module. The customer confirmed that she tried to remove a reagent that was loaded at the same time that the analyzer was picking up that reagent in the middle section of the c side loading platform. This caused the reagent to get pinched between the loading platform and the rsm transport. The customer said that the top of her thumb was slightly pinched in the process. The reagent spilled (confirmed did not splash per customer) on the picker head, which caused the connections to smoke as there was evidence on the connections when fse arrived. The customer stated that she did not require medical treatment for her pinched thumb. There was no exposure or negative impact to user safety or patient management.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The field service representative (fsr) was dispatched due the customer reporting, that when attempting to remove a reagent from the alinity ci-series sys cnt, serial # (B)(6) when the module was running, and the customers thumb was slightly pinched on the top and the reagent spilled on the rsm causing a steam/burn odor. When troubleshooting the issue, the fsr observed evidence of charred/burned connections on carrier pick board, the picker cable, and sick sensor. The rsm transport carrier pick detector cable, the rsm pick sensor pcb kit and the sick sensor -with cable were all replaced and deemed the cause for the observed smoke. There was no fire observed. A review of the alinity ci, serial # (B)(6) service history, revealed no additional issues of steam/burn odor or charring/burn to the rsm transport carrier pick detector cable, the rsm pick sensor pcb kit or the sick sensor -with cable on the (B)(6). The steam/burn odor and damage observed was limited to the rsm transport carrier pick detector cable, the rsm pick sensor pcb kit and the sick sensor -with cable due to the reagent spill and did not spread to other parts of the module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. A malfunction was not identified, based on the information within the complaint record, the parts performed per specifications as intended at the customer site as the issue occurred because of customer attempting remove the reagent when running and the reagent spilling on the parts. No systemic issue or deficiencies were identified.

Event description:
The field service representative (fse) found evidence of burnt connections on the carrier pick board, picker cable, and sick sensor on the alinity ci series system control module. The customer confirmed that she tried to remove a reagent that was loaded at the same time that the analyzer was picking up that reagent in the middle section of the c side loading platform. This caused the reagent to get pinched between the loading platform and the rsm transport. The customer said that the top of her thumb was slightly pinched in the process. The reagent spilled (confirmed did not splash per customer) on the picker head, which caused the connections to smoke as there was evidence on the connections when fse arrived. The customer stated that she did not require medical treatment for her pinched thumb. There was no exposure or negative impact to user safety or patient management.